Event description:
The physician reported the multifocal intraocular lens (iol) was removed, and replaced with a monofocal iol without complication due to an unanticipated post operative refraction, and the patient's intolerance to the visual change.

Manufacturer narrative:
The intraocular lens (iol) was analyzed and the diopter measured correct as labeled. Batch records were reviewed, and showed no deviations. The optic measurements and visual inspection were reviewed, and showed no deviations. Our analysis of this iol reasonably suggests this event is not manufacturing related.